Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the back therapy electrodes. The irritation was described as a rash that was red and bleeding. The patient stated that she was taking blood thinners for a separate issue. The patient's physician instructed the patient to use hydrocortisone cream and take benadryl for the irritation. The patient reported that the irritation had improved.